Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his artificial urinary sphincter (aus) device. All components were explanted and replaced. The patient has a good condition.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination and leakage testing of the device showed the components performed within specification. Therefore, the reported allegation was unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination off the cuff identified the button tab was noted as being cut, consistent with explant damage. Visual examination of the pump did not identify any leaks in the components. Leakage testing of the devices showed components performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his artificial urinary sphincter (aus) device. All components were explanted and replaced. The patient has a good condition.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his artificial urinary sphincter (aus) device. All components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.